Manufacturer narrative:
(B)(4). This lot was manufactured august 19, 2014 to august 20, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed broken tubing at the junction of the distal luer lock. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak in a large volume intermate. According to the report, the fluid had completely leaked out. The device contained 240ml of nacl. This was noted prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.